Manufacturer narrative:
Insulin pump received with currents in spec. No unexpected battery out limit. Insulin pump passed self test and error alarm test. No unexpected restart alarm. Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 286 mg/dl. Customer woke up and her pump was off. Customer treated with a manual injection. Customer stated that the pump alarmed after the battery was changed. Customer cleared the alarm, but when she put the battery in it, she got an unexpected restart alarm twice. Customer stated that the numbers on the pump kept scrolling and she could not get it to stop until she took out the battery. Pump has not been working for a couple of days. Troubleshooting for high blood glucose levels could not be performed due to the up button not working. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.